Event description:
It was reported the device was explanted and replaced due to premature battery depletion. It was later reported the alert was triggered and the patient was emergently hospitalized. Additional information received from an attorney states "...(B)(6) had [the device] explanted as a direct result of device failure....the (B)(6) sustained physical injuries." No patient complications were reported as a result of this event. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Analysis summary (B) (4) analysis of the device found a high current drain condition. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis summary (B)(4) analysis of the device found a high current drain condition. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors. This event involves a legal case in progress or potential litigation. The proprietary nature of the event may affect follow up efforts.

Event description:
It was reported the device was explanted and replaced due to premature battery depletion. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Analysis summary (B) (4) analysis of the device found a high current drain condition. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors.